Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and (B)(6) cannot be conclusively determined through this evaluation. Low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined through this evaluation. The submitted log file contained data spanning from (B)(6) 2021 at 10:46:45 to (B)(6) 2021 at 10:25:30, per the timestamp. A total of 4 low flow alarms were captured on (B)(6) 2021 from 09:37:05 to 09:44:47 due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute. No other notable alarms were captured. The account later communicated that the patient was experiencing ventricular tachycardia at the time of the low flow alarms. The patient experienced a defibrillator shock and was converted to normal sinus rhythm. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015 via s165888. The heartmate ii left ventricular assist system instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis observed low flow events on (B)(6) 2021 at the time the patient was experiencing ventricular tachycardia (vt).

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) on (B)(6) 2021. The patient was shocked and converted to normal sinus rhythm (nsr).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.